Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the basal rates were changed by healthcare professional due to constant low blood glucose readings. Customer reported that the night prior to phone call to have woken up to blood glucose of 47 mg/dl and treated with fruit snacks. Customer was assisted with programming the basal rates into the insulin pump. Customer did not know what his blood glucose reading was at the time of the phone call. Customer was advised by his healthcare professional not to use the auto mode due to constant low and to use manual delivery. Customer declined troubleshooting. The insulin pump is not expected to return for failure analysis.